Event description:
While opening supplies for a procedure a very small metal shaving was noticed on the sterile back table. Upon inspection of the ligasure device, a small chip was noted missing from the jaws. Shaving appeared to match the missing area. Both removed from the field and never touched the patient.